Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the advancing the additional xience sierra stent interacted with the implanted xience sierra stent causing the reported difficulty to advance. The reported patient effects of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily tortuous. After implantation of two xience sierra stents, one in the radial circumflex [cx] and the other in the trunk, both in highly tortuous anatomy, a dissection of the distal edge of the first stent was noted. There was an attempt to place a new xience sierra stent in the cx, but it failed to cross the previously implanted stent. The dissection was successfully treated with balloon angioplasty. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional unk xience device(s) referenced in b5 is/are filed under separate medwatch report number(s).